Event description:
It was reported that increased impedance and loss of capture were observed. Externalized conductors were seen under fluoroscopy. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.